Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced bleeding at infusion set insertion site, which cause the patient's blood glucose elevated to 280 mg/dl. The set was in use for two hours. The patient replaced infusion set and resumed insulin successfully. No further information available.